Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, resulting in a cracked screen that rendered the device unusable, and the user transitioned to backup therapy while blood glucose remained unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no impact on activities of daily living and no medical or surgical intervention, emergency care, or hospitalization. Investigation included customer interview and logistics review of replacement and return status. Investigation of this case revealed physical damage to the display consistent with user-induced impact. It was concluded that the device failure was due to external physical damage and not a device malfunction.